Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms, elevated threshold measurements and noise on the atrial channel. A revision procedure was performed and this atrial lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.